Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the lung tissue during a laparoscopic lobectomy, the first staple did not fire. On the second staple, it fired but there was an incomplete staple line distally. The staples also did not form a proper ¿b¿ shape. It was stated that two reloads malfunction during the event. The staple line was fixed using a new staple. There was no patient injury.